Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the instrument confirmed it was missing components as well as exhibited signs of repeated use. DHR was reviewed and no discrepancies were found. Root cause was determined in through a CAPA investigation to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional shim was returned in need of replacement as it is missing ball bearings. There was no reported patient involvement.